Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that two handpieces tuned but could not perform phacoemulsification during a cataract with intraocular lens (iol) procedure. Additional information has been requested.

Manufacturer narrative:
The customer has provided confirmation that the reported event is no longer occurring and the handpiece is functioning as expected. Therefore, the call for service was subsequently cancelled. No additional information has been obtained from the customer. The system was manufactured on september 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively (B)(4).